Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus needleless connector was deformed. The following information was provided by the initial reporter: the bd needleless connector was used for the central venous catheter. The spring of the connection port could not be bounced, which did not cause harm to the patient.

Manufacturer narrative:
H.6. Investigation: a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21055002. No further information was available to assist the investigation in this instance. A review of the production records for lot 21055002 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10.

Event description:
It was reported that the bd maxplus needleless connector was deformed. The following information was provided by the initial reporter: the bd needleless connector was used for the central venous catheter. The spring of the connection port could not be bounced, which did not cause harm to the patient.